Event description:
It was reported that during the removal of the device from the dispenser hoop the catheter shaft broke and the distal end remained within the dispenser hoop. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis revealed that the shaft was separated at 8.4cm, and flattening of the tip was observed. Stretching at either end of the break area was observed; indicative that force was applied. Information available indicated that resistance was experienced upon removal of the device from the dispenser hoop. The device directions for use (dfu) instruct to: repeat injection if difficult removal of the micro catheter occurs." This ensures that if difficulty is experienced on removing the catheter to continue flushing, this prevents any damage/breakages occurring on removal from the hoop. It is probable that force exerted upon encountering resistance during removal of the device from the dispenser hoop resulted in the reported issue. Therefore, a root cause of handling damage will be assigned to this investigation.

Event description:
It was reported that during the removal of the device from the dispenser hoop the catheter shaft broke and the distal end remained within the dispenser hoop. There was no patient involvement.

Manufacturer narrative:
(B)(4): device is not available to the manufacturer.